Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other unusual issue. The reporter stated that the bolus given through meter remote does not show up in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: investigators were unable to verify or duplicate the reported issue as no defects were found. The review of the bolus history showed that multiple boluses performed via meter remote were completed successfully. During the actual testing, the pump paired successfully with the meter. The boluses performed via meter remote were accurately recorded in the pump histories. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).